Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e322. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found error code e433 appeared multiple times inside the error log due to a defective foot switch. Error code e322 could not be found. The evaluation also found that because the housing/chassis is damaged, it comes to mechanical damages at the housing, there was a footswitch socket defect, the front panel was cracked, and the protective cover was bent. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to any of the following: ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields - the user activates the foot switch while the generator is booting up. - the cable connecting the high voltage power supply (hvps) and the generator board is defective. - a defective footswitch - defective cable connection of the output signal between generator board and relay board - defective power transformer on the generator board - defective impedance converter on the generator board - defective peaks rectifier on the generator board - missing activation for the output stage of the generator board - output voltage too low due to faulty switching of the hf output stage on the generator board - non or too low supply voltage from the hvps board - defective hvps board due to short circuit of the mos transistors - defective motherboard due to short circuit of resistor - defective transient-voltage-suppression (tvs) diode on the relay board olympus will continue to monitor field performance for this device.